Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was developing a rash where the therapy electrodes sit on her skin. Patient described the rash as contact dermatitis and reported that the rash turned into bumps, blisters and scabs that were itchy. There are no allegations of any open skin. There was no alleged device malfunction contributing to the irritation. Patient was given desonide cream by a physician. Patient also reported that she changed her detergents. Follow up indicated that the rash has gotten much better.